Event description:
Event description boston scientific received information that both of this patient's leads had sustained damage due to clavicular crush. The atrial lead was exhibiting noise, high impedance and a fracture was revealed. The physician experienced removal difficulites and a portion of the lead was surgically abadoned. The ventricular lead sustained insulation damage and was therefore explanted and replaced.